Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the highly calcified, tight mid left anterior descending artery, the 3.5 mm x 28 mm xience v stent was delivered and deployed without event, however, a distal edge dissection was noted. A second 3.5 mm x 12 mm xience v stent was used to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.